Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of vial-mate adapters leaked. The leaks occur when the device is activated or inactivated. The leaks are observed prior to being removed from the bag and the device is activated prior to leaving the pharmacy; therefore, there is no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.